Manufacturer narrative:
The reagent lot number and expiration date were requested but not provided. Reagent issues were excluded as the correct repeat run was performed with the same reagent. Additionally, calibration and qc were within range. The field service engineer (fse) found overflowing of the cell rinse water which was fixed with adjustment. No further issues were reported after the service visit. The investigation determined the cause was determined to be service maintenance related and the service actions resolved the issue. E1 initial reporter street line 1: (B)(6).

Event description:
There was an allegation of questionable calcium results for one patient sample on a cobas 8000 c 702 module. The initial result was 0.95 mmol/l. The repeat result was 2.35 mmol/l.